Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 671mg/dl. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump passed the test. The customer also stated having bent cannulas. No further info was provided.